Event description:
Caller reported that their pump housing and the usb port were damaged, impacting their ability to charge it, as the inside of the usb port came out and exposed wires. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirmed it was under warranty, and informed the caller about the process for returning the faulty pump and setting up the new one, including programming pump settings and connecting their cgm. Caller was advised to return the damaged pump to tandem using the provided return box and pre-paid label within 10 days to avoid charges. Customer will continue to use current pump.